Event description:
During ventilator log review of an unrelated complaint, a technical error code indicating a power error was noted. Patient involvement is unknown. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Provided ventilator logs includes a technical error code indicating a power error. No service on the ventilator has been requested. Information about the current status of the ventilator has not been provided. No investigation has been possible, therefore the root cause of the generated technical error code has not been determined.